Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that while repairing the meniscus, the second load of a truespan meniscal repair system peek 12-degree suture failed, managing to place only one of the two sutures that the implant brings. The deployment gun was received and evaluated. The suture and the implants were not received with along the gun; therefore, this complaint cannot be confirmed. The evaluation of the gun revealed that the silicon tube was damage due to it was bent at the distal part. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Without physically evaluating the suture, a definite root cause cannot be determined. For the bent condition of the sleeve could be attributed to a rough deployment causing damage the silicon tube or could be over penetrating the needle causing the silicon tube to move or damage. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2020, it was observed that only one of the two sutures that the truespan 12 degree peek device was managed to place as the first one failed. The procedure was completed without any issues. There were no adverse patient consequences reported. No additional information was provided.